Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. Device was received with case cracked behind the device near the battery compartment and serial number label faded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 463 mg/dl at the time of incident. The customer also stated that their was crack on battery compartment and side opposite of reservoir. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with manual injection. The insulin pump will be returned for analysis.